Event description:
It was reported that the pt was face down and strapped to the table transversely with a velcro strap accross the hips for a myleogram. Pt was also fitted with restraint boots. The table was tilted trendelenburg as a normal routine of the myleogram procedure. At approx 10-12 degrees the pt slid head first off the table to the floor striking their head on the floor. The restraining boots were still secured to their feet. Foot restraints tested by siemens service tech with hosp personnel present and no failure was found and, therefore, it appears that the boots were not properly attached to the table.